Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device would flicker when trying powering on, was confirmed. It was found that the power supply board assembly was defective and should be replaced to correct the reported complaint. Also the corroded screws and the 5-pin socket assembly would need replacement. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. The corroded screws and the 5-pin socket assembly are a result of fluid ingress into the device. However, given the information provided, we cannot discern a definitive root cause of the defective power supply. The device (serial number - 9920592) was manufactured in 1999 has been in use in the field for more than a period of 20 years, hence it is highly unlikely that the defects identified are manufacturing related. Hence a manufacturing record evaluation will not be performed for this device. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that preoperatively to an unknown procedure on an unknown date, it was observed that the generator device would not stay powered-up; and that it would flicker. During in-house engineering evaluation, it was determined that the screws and the 5-pin socket assembly on the device were corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.